Manufacturer narrative:
The device was returned for analysis. Functional test confirmed the defect. The unit showed a black screen with no display and remained unresponsive despite multiple restart attempts. Diagnostics revealed a damaged dvi input preventing signal transmission. Physical damage included visible scratches on the lcd panel and a marked, worn front mask.

Event description:
It was reported that a procedure was cancelled. A polaris mmg system was selected for use. During the procedure, the screen blackened and there was no response after multiple restarts. The procedure was not completed due to this event. The patient was stable, with no complications or additional interventions reported.

Event description:
It was reported that a procedure was cancelled. A polaris mmg system was selected for use. During the procedure, the screen blackened and there was no response after multiple restarts. The procedure was not completed due to this event. The patient was stable, with no complications or additional interventions reported.